Manufacturer narrative:
Investigation results: investigation summary no actual sample was received for evaluation. However, photos were returned. Upon investigation of the photos, foreign matter was observed at the prn of the samples in the photos. A device history review was performed on lot 7110497. No quality notification was raised for similar nonconformances during the production of this batch. No root cause can be determined as a sample was returned for further investigation.

Event description:
It was reported that upon inspecting a bd pegasus¿ safety closed IV catheter system, a "dark spot" was found on the rubber cap. There was no report of injury or medical intervention.